Manufacturer narrative:
Evaluation results: during the analysis, the working length of the push catheter was observed bent. The stent was loaded to the delivery system upon return. The suture was found twisted at about 360 degrees from the push catheter suture hole to the proximal barb of the stent. The stent was slightly twisted along its working length. The guide catheter was found bent. It was noted that the condition of the returned unit was consistent with the complaint incident. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. Due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. A lot history search was performed, which revealed no other similar complaint related to this lot. (B)(4).

Event description:
It was initially reported to boston scientific corporation on (B)(6) 2009, that a flexima biliary stent system was used during a drainage procedure, in the pancreatic duct of a male, patient, performed on (B)(6) 2009. During introduction, the physician was unable to advance the device through the olympus 260v scope channel. The procedure was completed with another flexima biliary stent system and there were no reported patient complications. The patient was reported to have no problem after the procedure. This event has been deemed a reportable event based on the investigation results; stent is slightly twisted along its working length.